Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a critical device error had occurred. A technical support specialist dialed into the station. A network related or instance-specific error had occurred while establishing a connection to a structured query language server. The server had not been found or had not been accessible. It was verified that the instance name was correct, and that the structured query language server had been configured to allow remote connections. The semaphore timeout period had expired. The fix was applied as per knowledge article (cannot connect to station database from server) for the above error. It was verified that the station database size was normal no bloated issue had been detected. The station database recovery mode had been set to simple. According to the logs, it appeared that the issue resolved itself. No further issues were reported. The system functioned as intended after the technical support specialist had troubleshot the device

Event description:
"It was reported by the customer that when using the bd pyxis¿ anesthesia station es, critical device error occurred. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event."